Manufacturer narrative:
H6 - health effect clinical code: 4581 - significant reduction of irido-corneal angles. H6 - medical device problem code - 1494: off-label use (acd < 3.0mm). Claim#: (B)(4).

Event description:
The reporter indicated that the surgeon implanted a 13.2mm vticmo13.2; -10/1.5/095 (sphere/cylinder/axis) implantable collamer lens into the patient's right eye (od) on (B)(6) 2020. The patient experienced excessive vaulting and significant reduction of irido-corneal angles. On (B)(6) 2023 the lens was exchanged with a same length lens but implanted vertically, this resolved the problem.

Manufacturer narrative:
Additional information: return date: 19-sep-2023. H3 - device evaluation: the lens was returned with moisture in a microcentrifuge vial. Visual inspection found the haptic broken. Dimensional inspection found the lens to be within specifications. Claim# (B)(4).